Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was exercised for 24 hours with no issues. During evaluation, boluses were able to be programmed, delivered and recorded correctly in the pump history. On (B)(6) 2011 the basal rate was set to 0. The basal and bolus history were found to match the total daily dose. Unrelated to the event, keypad button presses did not activate desired pump functions. Evaluation also revealed that the keypad was peeling. A peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that according to the total daily dose history the pump did not deliver basal rates as programmed on several days. She said that her health care provider confirmed that the pump is programmed to deliver 24.4 units per 24 hour. They claimed that the basal history was correct except for the following three instances: on (B)(6) 2011 pump only delivered 10.458 units from basal, on (B)(6) 2011, it only delivered 13.523 units, and on (B)(6) 2011 it delivered 49.235 units. They said that the pump showed it had not been suspended or in a temporary basal rate on any of those days. The patient denied any low blood glucose readings and did not report any high blood glucose readings on any of these days. The patient reported that the basal rate settings were last adjusted in (B)(6) 2011. She noted that she was uncertain if she changed the date or time on any of these days and reported that the pump date and time had reset to default with battery changes recently. This complaint is being reported because of the allegation that the basal rate did not deliver as programmed.